Event description:
This senior medical surveillance specialist reviewed the information a patient/layperson gave to a customer care advocate, cca, in 2009. The complaint is classified based on that information. The patient expressed his concern that results obtained with the onetouch ultra test strips were inaccurate and often erratic. Reportedly, because he bases novolog insulin on the results and "does not trust" the readings, he now retests at least once or twice, doubting the first result. Two recent examples were 286 and 213 mg/dl. The patient elected to "take the medium" and injected insulin he would take after a 250 mg/dl. The two results are greater than the expected 20% variance although, the patient did not indicate whether he used different fingersticks to obtain blood. A few days ago, in the evening, the patient tested with his onetouch ultra meter, result 199 mg/dl. Concerned the result was too high, the patient tested four more times within "30 seconds", obtaining 284, 285, and 315 mg/dl. The patient injected 32 units novolog based upon what he considered an average of the results (number not provided). The patient alleged that he was never injected that much insulin. Although, the patient has been advised to inject lantus at night, he has only been taking novolog. One hour later, the patient was sweating. Noting the patient's symptom and demeanor, his wife gave the patient a turkey sandwich to eat. After one and 1/2 hours, the patient felt well enough to go to sleep. Because the patient alleged that he based insulin on inaccurate blood glucose readings and later became hypoglycemic, the complaint is reported. The variance between the four results was 21%, greater than the expected <=20%. The cca replaced meter, test strips and control solution.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.